Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.a review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, "operational context" or "excessive force" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity. · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter, or vessel damage.

Event description:
Event description. Per cnf, it was reported that: pfa was performed for paroxysmal atrial fibrillation. While creating a post map with farawave, resistance was felt when operating the guidewire, and it was not possible to push or pull the guidewire, and it seemed that the guidewire follows the catheter as it was being deployed. The catheter was retracted and removed from the body, and when the guidewire was advanced outside the body, it came out with the guidewire lumen clogged with tissue. After removing the guidewire and flushing the inside, the preparation was carefully performed again, and the post mapping was continued. No pericardial effusion was found when echocardiography was performed at the time of catheter removal, hemostasis, and leaving from the room. Additional information provided confirmed: it seems they could not confirm for sure but I would say that in this case they are most likely referring to the catheter lumen. They sometimes use guidewire for both the lumen and wire itself, which can be confusing.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Event description. Per cnf, it was reported that: pfa was performed for paroxysmal atrial fibrillation. While creating a post map with farawave, resistance was felt when operating the guidewire, and it was not possible to push or pull the guidewire, and it seemed that the guidewire follows the catheter as it was being deployed. The catheter was retracted and removed from the body, and when the guidewire was advanced outside the body, it came out with the guidewire lumen clogged with tissue. After removing the guidewire and flushing the inside, the preparation was carefully performed again, and the post mapping was continued. No pericardial effusion was found when echocardiography was performed at the time of catheter removal, hemostasis, and leaving from the room.